Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('they could migrate and not be effective'), pelvic pain ('pain'), pelvic infection ('infection (other) describe: pelvic') and genital haemorrhage ('abnormal bleeding') in a 24-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for an unreported indication: ortho tricyclen from july 2014 to august 2014. Concurrent conditions included multigravida, parity 2, miscarriage, dermal cyst, dermal cyst, kidney stone, spina bifida cystica, pyelonephritis, kidney stone, ovarian cyst, urinary tract infection, kidney stones, flank pain, left lower quadrant pain, painful urination, increased urinary frequency, menses painful, painful intercourse and back pain. Concomitant products included buspirone, docusate sodium;sennoside a+b (laxative stool softener with senna), ferrous sulfate, folic acid, minerals nos;vitamins nos (prenatal vitamins)27-jan-2014 to 2017, ondansetron hydrochloride, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In september 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and post procedural infection ("infection due to complication of surgery"). On (B)(6) 2017, the patient experienced chest pain ("other injury(ies) or complication (s) please describe: ER visit post hysterectomy for evaluation of chest pain"), abdominal pain ("other injury(ies) or complication (s) please describe: ER visit post hysterectomy for evaluation of abdominal pain") and constipation ("other injury(ies) or complication (s) please describe: ER visit post hysterectomy for evaluation of constipation"). In june 2017, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and adnexa uteri pain ("tubes pain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, pelvic infection, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, chest pain, abdominal pain, constipation, adnexa uteri pain and post procedural infection outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, chest pain, constipation, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, post procedural infection, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 trailing coils noted. The procedure was repeated on the opposite side, with 3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on 02-dec-2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs received: they could migrate and not be effective as a event added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included multigravida, parity 2, miscarriage, dermal cyst, dermal cyst, kidney stone, spina bifida cystica, pyelonephritis, kidney stone, ovarian cyst, urinary tract infection, kidney stones, flank pain, left lower quadrant pain, painful urination, increased urinary frequency, menses painful, painful intercourse and back pain. Concomitant products included buspirone, docusate sodium;sennoside a+b (laxative stool softener with senna), ferrous sulfate, folic acid, ondansetron hydrochloride, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced chest pain ("other injury(ies) or complication (s) please describe: ER visit post hysterectomy for evaluation of chest pain"), abdominal pain ("other injury(ies) or complication (s) please describe: ER visit post hysterectomy for evaluation of abdominal pain") and constipation ("other injury(ies) or complication (s) please describe: ER visit post hysterectomy for evaluation of constipation"). In (B)(6) 2017, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("tubes pain") and post procedural infection ("infection due to complication of surgery"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, chest pain, abdominal pain, constipation, adnexa uteri pain and post procedural infection outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, chest pain, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, post procedural infection, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 trailing coils noted. The procedure was repeated on the opposite side, with 3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding") in a 24-year-old female patient who had essure (batch no. C06472) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included multigravida, parity 2, miscarriage, dermal cyst, dermal cyst, kidney stone, spina bifida cystica, pyelonephritis, kidney stone, ovarian cyst, urinary tract infection, kidney stones, flank pain, left lower quadrant pain, painful urination, increased urinary frequency, menses painful, painful intercourse and back pain. Concomitant products included buspirone, docusate sodium;sennoside a+b (laxative stool softener with senna), ferrous sulfate, folic acid, ondansetron hydrochloride, sertraline and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2017, the patient experienced chest pain ("other injury(ies) or complication (s) please describe: ER visit post hysterectomy for evaluation of chest pain"), abdominal pain ("other injury(ies) or complication (s) please describe: ER visit post hysterectomy for evaluation of abdominal pain") and constipation ("other injury(ies) or complication (s) please describe: ER visit post hysterectomy for evaluation of constipation"). In (B)(6) 2017, the patient experienced urinary tract disorder ("bladder or urinary problems or changes") and bladder disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("tubes pain") and post procedural infection ("infection due to complication of surgery"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic infection, genital haemorrhage, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, dysmenorrhoea, dyspareunia, chest pain, abdominal pain, constipation, adnexa uteri pain and post procedural infection outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, bladder disorder, chest pain, constipation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic infection, pelvic pain, post procedural infection, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: there were 5 trailing coils noted. The procedure was repeated on the opposite side, with 3 trailing coils noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, pelvic pain, dysmenorrhoea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (other) describe: pelvic, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), other injury(ies) or complication (s) please describe: ER visit post hysterectomy for evaluation of chest and abdominal pain; constipation, tubes pain. Medical history, lab data, concomitant drug, reporter information, aka name were added. Onset date of event were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.